Event description:
The customer reported that the codemaster xl did not deliver the requested energy. The value was above what was asked. The customer requested 300 joules and 340 were delivered. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.